Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implant inserter was damaged during extraction of previous implant. Item was damaged removing a lag screw from patient. Teeth on end of t-handle inserter are broken off. Situation was resolved using the stryker extraction set. Sales rep reported that, patient wanted implant taken out. Not sure why. It was a gamma 3 lag screw. Patient was healed. No additional hardware. Only bone graft to fill void associated with hardware void.

Manufacturer narrative:
Evaluation revealed the lag screwdriver gamma3® 380x110mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. All four pegs of the lag screwdriver received were completely broken off. The broken off pegs were a result of an inadequate usage. The appearance of the damage indicated that the lag screwdriver had been operated under high forces in untightening direction. The breakage surfaces showed the typical structure of a forced, ductile fracture due to overload. In case of intended use such damage would not have occurred. The operative technique advises to check if ingrowth does not obstruct secure engagement of the lag screwdriver and to turn the lag screw screwdriver slightly clockwise to loosen possibly bony ingrowth in the screw threads before turning it counter clockwise. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Implant inserter was damaged during extraction of previous implant. Item was damaged removing a lag screw from patient. Teeth on end of t-handle inserter are broken off. Situation was resolved using the stryker extraction set. Sales rep reported that, patient wanted implant taken out. Not sure why. It was a gamma 3 lag screw. Patient was healed. No additional hardware. Only bone graft to fill void associated with hardware void.